Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of pulmonary vein isolation, thrombus was observed on the catheter tip. Additional information was received on 1/31/2019, confirming the correct lot # for the thermocool® smart touch® sf bi-directional navigation catheter. In initial report, the incorrect lot number was reported. The correct lot # is 300088235l. The suspected device of this report has been updated. On 2/11/2019, additional event information was received indicating that the system did not present any error messages and generator parameters were set to power control mode. The bwi product analysis lab received the device for evaluation on 2/1/19. The investigational analysis completed on 2/6/2019. The device was inspected and no thrombus was observed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed and the catheter failed. Some irrigation holes were observed occluded. A closure inspection to the dome was performed, and reddish material was observed inside the dome. This could be related to the thrombus reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the thrombus cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of pulmonary vein isolation, thrombus was observed on the catheter tip. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed thrombus on the catheter tip has been assessed as MDR reportable.